Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed pump supplies. The customer declined further troubleshooting.